Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was over 1100 mg/dl at the time of incident. The customer was reported other blood glucose value such 133 mg/dl. The customer refused to troubleshoot for high blood glucose level. The customer reported that the insulin pump had failed battery test. The insulin pump will not be returned for analysis.